Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer reported that the select button was unresponsive. The customer stated that the insulin pump's block mode was not active and that the max bolus/basal was not set to 0.0. The customer stated that the button was unresponsive during an easy bolus attempt. The customer stated that they did not have a new battery but that the buttons were already responsive during the call. The customer was advised to monitor the insulin pump and it was also indicated that the insulin pump passed a self-test. The customer called back two day after the initial call and troubleshooting. The customer reported receiving another stuck button, with the first one on (B)(6) 2017. The customer stated that they did not press a button down for three minutes or longer and that the insulin pump was not exposed to change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted.